Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for peritonitis. It was unknown if the patient was treated for peritonitis. At the time of this report, the patient was discharged from the hospital and was recovering from the event. On an unknown date, the pd therapy was discontinued, the pd catheter was removed, and the patient was transferred to hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.